Manufacturer narrative:
B3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt reported they needed notes and images related to the device in order to have the device removed. Pt stated the device hasn't worked in several years and their healthcare provider (hcp) needed the notes in order to see how and where the implant was installed. Patient services (pss) emailed patient back and redirected them to their implanting hcp for any questions they have.